Event description:
It was reported patient underwent a revision procedure four years post implantation due to instability. No more information is available.

Manufacturer narrative:
(B)(4). D6a: 2021 d10 - medical product: femoral component catalog # 00576401451 lot # 61665879. Stemmed tibial component catalog # 00598003701 lot # 62364103 all poly petella catalog # 00597206529 lot # 62258621. G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h6 (clinical code). Visual examination of the provided pictures showed the explanted items; no other information was taken from the photographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified no significant abnormalities. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.